Event description:
A report was received that the patient's precision system was explanted due to infection at the ipg and midline incision sites. The patient's symptoms were fever and redness at the ipg and midline incision sites. The patient was prescribed IV antibiotics and is reportedly doing well.

Manufacturer narrative:
The explanted devices will not be returned to bsn for evaluation as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory. This is the final report.